Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: the surgeon used two firings of 45mm for the lower rectum. The first firing, the staple line was fine but needed to be completed with a second firing. When firing the second 45mm blue sulu, the knife cut but surgeon says there was no staples. The surgeon realized only when they tried introducing the ceea and saw that no staples had been fired and that the staple line was not complete. She had to resort to an open procedure which took an extra 3 hours. The pt is reported to have recovered.